Manufacturer narrative:
As received, the lead was returned in three segments with the stylet lodged inside the inner coil. The suture sleeve was not returned with the lead and no suture sleeve impression was noted. The connector pin was found pulled out of the connector assembly, consistent with excessive forces during the implant procedure. The cap was found in place and intact in the connector assembly. The coating of the stylet was found stripped off, bunched up and clogged inside the inner coil distal to the connector pin. This likely caused the stylet to become lodged inside the inner coil.

Event description:
During the initial implant procedure of the left ventricular (lv) lead, the ligature around the suture sleeve could not be removed from the lead. The lead was damaged when the ligature around the sleeve was attempted to be removed. The lead was cut and removed and a new lead was implanted. The patient was stable with no consequences.